Event description:
Received info regarding a cartridge alarm 1 during bolus delivery. Customer's blood glucose level was 450 mg/dl. Customer changed cartridge and administered a correction bolus. Customer's blood glucose level went down to the 300's and reportedly, the customer felt better.

Manufacturer narrative:
No product returned for eval. Should new info become available, a follow-up supplemental report will be submitted.